Event description:
It was reported that a spectrum pump constantly displayed door open alarm w/door completely closed. It was also reported there was no pt injury.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter rec'd and evaluated the device. The device was found out of spec w/respect to the reported door issue, which was no reproduced. The door open alarm was confirmed through a review of the event history log. The door hooks and latch pins were replaced as known contributors.